Manufacturer narrative:
(B)(4). Additional information from the hospital stated that there was no patient harm.

Event description:
(B)(4).

Manufacturer narrative:
November 12, 2015 11:18 am (gmt-5:00) added by (B)(6): patient information and further information surrounding the event has not been received despite several attempts to obtain it. The ventilators logs were received and the evaluation show that the ventilator was set in the standby mode as reported. The logs also confirm that it was plugged back into the mains. However after plugging into the mains, it was not started immediately. It was started 6 minutes later. There is no indication of any ventilator malfunction. By design when the ventilator is not ventilating namely; in the standby mode , during pre-use check, during the patient circuit test and during edi positioning, the text "standby" and a continuously flashing text message ¿patient not ventilated¿ are in red with a background. The "start ventilation" is displayed and there no ventilation curves or on the screen, all which indicate that there is no ongoing ventilation. The conclusion in the matter is that ventilation was not started immediately after plugging into the mains. It was left in the standby mode and was started 6 minutes later.

Event description:
It was reported that the ventilator was set to the standby mode while the patient was being moved to theatres (hand bagged). The ventilator was unplugged from the mains while it was moved to the bed space and was plugged back into the mains. The ventilator was connected back to the patient but ventilation was not started until 6 minutes later. The clinical staff claims that the ventilator was switched to ventilation mode strait away after plugging into mains. Information about patient consequences has not been provided. (B)(4).